Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina, death/expired and nausea are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.0x23mm xience alpine and 3.0x12mm xience alpine stents were successfully implanted in the mid left anterior descending (lad) coronary artery lesion. The patient was discharged home the following day. On (B)(6) 2015, the patient started experiencing chest pain, stomach and head pain. On (B)(6) 2015, the patient was hospitalized for these symptoms. Imaging and a stress test was performed. The tests were negative for a cardiac origin and the physician attributed the head pain to be due to c-spine stenosis. The mid lad, containing the xience stents, was not visualized. The patient was diagnosed with an acute coronary syndrome. On (B)(6) 2015, the patient was discharged home. On (B)(6) 2015, after going to the gym and mowing the lawn, the patient was found unresponsive and stand by cardiopulmonary resuscitation (CPR) was performed. The patient expired due to coronary artery disease and cardiopulmonary arrest. It is unknown if the device caused or contributed to the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that on (B)(6) 2015, the patient presented to the emergency room and was intubated. Medication was provided.